Event description:
In 2001, a port-a-cath was inserted. The surgeon dictated in the surgeon op. Note that initially the surgeon encountered a "kink" in the catheter and used two bigger dilators without success. The catheter was still kinked at the sternoclavicular angle, so the dilator and sheath were removed. The catheter was then passed directly over the guide wire and positioned so that the tip was lying at the lower end of the superior vena cava. A final check showed no kinks in the catheter and no evidence of pneumothorax. 2 months later, this port-a-cath was removed; it apparently had broken off.